Manufacturer narrative:
This report is submitted on july 08, 2021.

Event description:
Per the clinic, the patient developed an infection above the pinna. It was reported that the infection has been cleared as of the date of this report.